Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received "end of life" error messages on his patient controller. Troubling shooting was unable to resolve the issue. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.